Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and posterior and creases flat leak test and microscopic analysis was performed which identified: sharp opening on anterior, striated opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool. A sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a right side deflation. Device has been explanted.